Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
A meter to hcp meter comparison test was made with the reporter's meter reading 10 and 18 mg/dl and the hcp meter 469 mg/dl. Tests were done about one hour apart. Reporter stated that she felt drowsy, dizzy, sluggish and had blurred vision. During troubleshooting, reporter stated that she had rec'd an er4 message and meter temperature was discussed. Unable to reach for follow-up.